Manufacturer narrative:
A ge service representative performed an onsite investigation. The power signal interface board and pc board were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a communication error was displayed. The field engineer reported the system would not boot up with this error. There is no report of death or serious injury associated with the complaint.